Event description:
It was reported that during preparation for an intracardiac ultrasound imaging procedure, sterile packaging damage was found. When the ultra ice imaging catheter was being opened for the procedure, a rip in the sterile packaging was found. Another ultra ice imaging catheter was opened to successfully complete the procedure. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).